Manufacturer narrative:
The actual product involved in the incident reported will not be returned. Hematoma. Method: the actual device will not be returned. Results/conclusions: the actual product involved with the incident reported will not be returned. No product eval can be performed. Without the finished good lot number; it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased past six months for this item. One (1) device history record was reviewed. There were no conformances issued for this lot nor suture component lot. The probable root cause for hematoma cannot be determined based on the info provided. (B)(4). Item #sxmd1b403, stratafix spiral pga-pcl knotless tissue control device. Rb-1 2-0 monoderm 20cm, lot unk.

Event description:
It was reported that following a total knee arthroscopy using stratafix sutures, the suture site developed a hematoma. No device is available for return and analysis. No other info available at this time. Ref pr complaint: (B)(4).